Event description:
It was reported the device, implanted approximately one month ago, had lost capture. The patient experienced a 22 second period of asystole, with a simultaneous syncopal episode. The physician suspected a micro-dislodgement of the lead, however, due to the patient's difficult anatomy, the physician did not feel he would be able to obtain a better lead position. Since the patient had an existing pacemaker implanted, the new device was reprogrammed from vvi to vdd, with increased output. The old pacemaker, turned off during the new device implant, was turned back on, and will be used as a back up for the newly programmed vdd device. In addition, the patient will receive a holter monitor within the next few weeks. The patient does have a pre-existing mental condition (not related to the device) and is unable to communicate any symptoms. However, the health care professional has not reported any additional patient complications.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.